Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the physician experienced difficulty pushing the lead terminal past the terminal block of the device header at an implant procedure. This difficulty was encountered with both the right atrial (ra) lead and the right ventricular (rv) lead. The ra lead was not fully inserted into the device header. However, the physician elected to proceed and finished implanting this device as the lead measurements were normal in-range values. This device remains in service. No adverse patient effects were reported.